Event description:
Customer reported a tandem mobi cartridge alarm which did not cause their blood glucose level to exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarm and decided to replace the pump. Customer was instructed to use a backup insulin pump to ensure continuous insulin delivery, provided with storage mode instructions, and given steps to follow upon receiving the replacement pump. They were also advised to return the problematic pump using the provided return box and pre-paid label within 10 days.